Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the jaws in the closed position. The jaw was manually opened and the jaw was noted broken at bifurcation. Excessive dried body fluids were noted in the instrument. The instrument rotation know was tested and was found to function as intended. The device was disassembled and evidence of corrosion was found throughout the broken area. Seven remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the doctor felt discomfort when he used the rotate knob. There was no unexpected resistance in grasping the trigger and no unexpected noise. Another device was used to complete the case. There were no adverse consequences to the patient.